Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after ten minutes of intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm and blood was found in the tubing. The iab was removed and replaced with a new iab. There was no reported injury to the patient.

Event description:
It was reported that after ten minutes of intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm and blood was found in the tubing. The iab was removed and replaced with a new iab. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated approximately 25.9cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was confirmed at the inner lumen separation. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).